Manufacturer narrative:
The report of catheter leak was confirmed during functional testing of the returned quattro catheter (lot # 64222). Visual inspection of the catheter upon receipt revealed accumulated blood on the balloons, shaft, lured tubings and infusion ports. The balloons were examined and observed no tear, balloon bond detachment or rupture. All lumens flushed as intended. The catheter was functionally tested and a pinhole leak was observed on the distal end of the medial 2 balloon after connecting to an inflation device pressurized up to 100 psi. Although a pinhole leak was observed, the balloons were able to deflate without difficulties. No abnormalities were observed on the catheter which may have contributed to the symptoms for the pinhole leak. During manufacturing, all quattro catheters are 100% inspected for leaks. Thus, it is likely to be a latent defect (e.g., a microscopic gel particle) in the balloon that may have eventually led to a pinhole leak. All balloons go through a thorough inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity. This included destructive testing to verify burst strength.

Manufacturer narrative:
The zoll catheter in complaint was returned to zoll on 03/28/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that the an air trap alarm was observed on the thermogard console during patient use two hours into maintenance phase. According to the information, the hospital staff observed that the first normal saline bag was fully empty and the second normal saline bag was half empty. The hospital personnel suspected a pinhole on the quattro catheter and exchanged to another quattro catheter to continue and complete the patient's treatment. The length of time exchanging quattro catheters was not specified. No known patient consequence was reported. No further information provided.